Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted and the patient had less than 50 percent therapy relief. End of service (eos) was reached on 2014-11-11. At implant the ins was programmed to 0-, 5-, 6+ with a pulse width of 450 and a rate of 70 hz for program one, 0-, 1+ with a pulse width of 450 and a rate of 70 hz for program two, and 1+, 2-, 3+ with a pulse width of 450 and a rate of 70 hz for program three. On 2013-10-18, program one and three had the rate reduced to 30 hz and program two was changed to 0+, 1-, 2-, 3+ at 4.5v with a pulse width of 450 and a rate of 30 hz. The ins was replaced and the patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.